Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2024) device pending return.

Event description:
It was reported that during an angioplasty procedure, the device allegedly was difficult to remove from the guidewire. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035av drug coated balloon catheter was received for evaluation. During visual evaluation, it was noted an unknown 0.035" guide-wire was returned loaded within the catheter extending out both ends. During functional testing, an attempt to remove the guide-wire was unsuccessful. No further functional testing was conducted. Therefore, the investigation is confirmed for the reported difficult to remove and device-device incompatibility as an attempt to remove the loaded guide-wire was unsuccessful. A definitive root cause for the reported difficult to remove and device-device incompatibility could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2024), g3, h6(device). H11: h6(method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device allegedly got stuck on the wire. It was further reported that the device difficult to remove from the guidewire. There was no reported patient injury.